Event description:
Subsequent to catract surgery with implantation of the crystalens intraocular lens, the lens appeared malpositioned. The scheimplug image showed that the lens was in a "z" position and the retroillumination image revealed that the anterior capsulotomy was asymmetrical. The lens was repositioned unsuccessfully and was later explanted and replaced.